Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a pt (age and gender unk) the device failed to discharge using internal paddles. Customer was able to obtain another set of paddles and was able to deliver the shock properly. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.